Manufacturer narrative:
The product in complaint was returned to zoll on (B)(6) 2013 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Event description:
It was reported that during a training session, the autopulse platform kept shutting off as the lifeband retracted. Customer used different batteries but could not resolve the issue. No patient involvement was reported. No further information was provided.